Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that there was disconnection between the secondary set and spiros which led to leak. He event resulted to chemo spill. Chemo spill was cleaned up as per facility protocol and healthcare provider wore a personal protective equipment/ppe. Medication involved was a cisplatin with a dosage of 38 mg. There was no issue on the pump only the set. Additional information stating that the leak site was at the level between the spiros connector and the clave cap.

Manufacturer narrative:
Received one (1) used 142290490 secondary set mated to one (1) used ch2000s-c spinning spiros for inspection. The male luer of the secondary set was connected to the spiros as received. The spin feature on the used spiros was activated and spinning freely. No spline damage or shear tab anomalies on the spiros were observed. The luers were dimensionally measured and met iso specifications. The reported complaint could not be replicated or confirmed. The lot history and relevant commodities were reviewed and no relevant nonconformities were found that would have led to the reported complaint.